Event description:
It was reported "a difference in the introducer included in the 3f provena solo PICC kits. They explained that the grey portion is pushed back and almost half off of the white portion - it seems as if the two parts are not engaged. This is causing the insertion to be more rigid because there isn't a smooth transition between the grey and white portion."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.